Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge via paddles during testing on battery power. There was no patient involvement.